Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine colonoscopy on (B)(6) 2016. During the procedure, polyps were removed from the duodenum. On (B)(6) 2016, the patient experienced bleeding in their stool was admitted to the hospital for suspected upper gastrointestinal bleeding. Upon admission, the patient¿s hemoglobin level was 7.0 g/dl and the patient was transfused 7 units of packed red blood cells. Aspirin was discontinued and warfarin was maintained with an inr goal of 1.5-2.5. A colonoscopy was performed and no visual source of bleeding was noted due to inadequate preparation. A tagged red blood cell scan was also inconclusive. The patient was discharged on (B)(6) 2016 with a hemoglobin level of 9.1 g/dl. It was reported that as of (B)(6) 2016, the patient was at home and doing well.